Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two consecutive no delivery alarms. Customer's blood glucose level was 427 mg/dl. Customer attempted to bolus for lunch and received a no delivery alarm. Customer finished his food before his bolus completely delivered. Customer thinks he did not get enough insulin. Customer changed his site and stated that the cannula was occluded. Customer does not want to return the reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer has one occluded cannula to send back for analysis. Customer is being sent a quickset 6mm cannula to try since he is a lean person. No further assistance needed.